Manufacturer narrative:
No further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and noticed a large quantity of crystals on the diverter, load and unload - moulded base. The fsr cleaned the part resolving the issue. A review of the architect i2000sr, serial (B)(4) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant total b-hcg results documented after the cleaning of the part. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the diverter, load and unload - moulded base did not identify any trends for the current complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the diverter, load and unload - moulded base or the architect i2000sr analyzer for serial (B)(4) was identified.

Event description:
The customer observed a false positive architect total b-hcg results for a (B)(6) year old female patient. The following data was provided: (B)(6) 2020 initial result = 404.21 miu/ml (positive), new sample was drawn on (B)(6) 2020 with a result <1.20 miu/ml (negative), both samples were retested with a result of <1.20 miu/ml (negative), colloidal gold = negative. No impact to patient management was reported.